Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(6) clinical trial (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 25, 2021 that a wallflex biliary fully covered stent was implanted to treat a 3 mm stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. The patient had been enrolled as part of the e7114 pocs in liver transplant clinical trial. During a monitoring visit on (B)(6) 2021, the patient experienced right upper quadrant pain, itching and elevated liver function tests due to stent migration. The patient underwent an unscheduled repeat ercp with stent removal and placement of another wallflex biliary stent.